Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified black particles, underweight, and an opening extended on the posterior. A visual and microscopic analysis was performed which identified a sharp opening on the posterior, striated opening on the posterior and creases fold. A dimension measurement of the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: sharp opening on posterior due to an unidentified (tear) opening. A striated opening on posterior due to surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.